Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that multiple episodes of non-sustained lead noise were observed. The device was reprogrammed and follow-up will continue. No issues were reported with the patient as he was not aware anything occurred.